Event description:
Information was received that the cadd legacy pump failed accuracy 7.8%. No reported adverse effects.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One infusion pump was received for device evaluation. Visual inspection found the device to be in good physical condition. A review of the pump event history log was performed and did not find the reported issue to have been recorded. Functional testing was performed in order to test for delivery accuracy. Delivery accuracy testing found the pump to be slightly over-delivering; however, the pump was delivering within the published manufacturing specification. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.